Event description:
The facility reports the strap broke and the pt fell four (4) feet. (B) (4).

Manufacturer narrative:
The device was inspected by a technician and the strap had been changed during the visit. The device's strap involved in this incident was in use for 6 yrs and there is no record of the strap replacement by the facility. The strap was broken at the junction of the double strap. This incident was caused by the failure of the strap due to improper maintenance of the product. As indicated in the user manual, the strap must be replaced by a certified technician every two (2) yrs. Recommend to the customer to have this product, and all his similar products inspected and repaired (if needed) by a qualified technician and that these actions be recorded. Recommend to the customer to do maintenance of his products as specified in the user manual. Recommend to the customer that all maintenance on his products should be done on a regular basis by qualified personnel as per user manual recommendation.